Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# va00bam, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient programmer would not communication with the implant. The patient was unable to turn the device up or down and off. The 9v battery was on and solid. It was later reported on (B)(6) 2014 that patient received assistance from their manufacturer representative and healthcare provider and her concerns were resolved. It was also indicated that the patient would be having surgery. The patient appointment was scheduled on (B)(6) 2014. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.